Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a failed battery test after removing the battery to clear a lost sensor alarm. The patient's blood glucose at the time of incident was 144 mg/dl. Troubleshooting was initiated for the failed battery test and the customer was able to clear the alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instructions. No products were returned or shipped; the customer declined to revert to back-up plan and receive a replacement pump.